Event description:
It was reported that the reason for the call was that the patient's ins is dead and is needing a battery replacement. The caller stated that they thought the ins wasn't doing a lot and the patient is really bad with dead ins being off. The caller stated that the hcp told them that the patient is at high settings (3.6). The caller stated that if they go any higher it starts to affect the patient's tongue and speech. The caller stated that the patient does not turn the ins off at night like the previous implants due to the difficulty of using the handset and tm91. The caller stated that the patients tremors is so bad that they cannot manage the handset and they have to help the patient to turn the ins on. The caller stated that when the patient turns the the therapy on, they get a shock wave and it takes a couple of minutes for the patient to get their balance. Pss redirected the caller to the hcp to further discuss.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.